Manufacturer narrative:
An investigation was performed. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Since the sample was not returned, there is not enough evidence to determine what could cause this event. However the pfmea was reviewed in order to identify the possible root causes for the failure: catheter migration. The following potential causes were identified in the pfmea or in addition to this document: operator inattention, too little glue used, too much glue used, user excessive force or jerking motion, malfunction, inspection not performed, and/or defective material. However, with the available information it is not possible to confirm an exact root cause for this issue and corrective actions were not required.. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedures, manufacturing performs 100% visual and dimensional inspection and 100% assembly final inspection respectively, which would identify defects in the catheter assembly. This complaint will be used for tracking and trending purpose

Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently under way; upon completion the results have been forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the palindrome h was inserted on (B)(6) this year and migrated out on (B)(6) 2015. Sutures were removed after approximately 5 weeks. The catheter was fixated with steri strips after removal of the sutures. The catheter was removed and replaced.